Event description:
Pt had a cook celect retrievable ivc filter placed at outside hospital in (B)(6) 2011 prior to knee surgery (pt has hx pe, high perioperative risk for further dvt/pe). Pt presented for removal of filter 2 months after surgery, able to be anticoagulated. Prior to removal filter found to be tilted in ivc, fractured with a fragment outside ivc, several struts of the filter perforating vein wall. Nosecone and hook incorporated into ivc wall. Main body of fractured filter, minus fractured fragment successfully removed from ivc. Seven days post removal (B)(6) 2011, pt presented to ER with acute chest pain. CT workup revealed fractured fragment in right ventricle of heart fragment had embolized. Cardiothoracic surgery took pt to operating room for removal of fragment from right ventricle.